Event description:
A health care advocate stated the customer received a blood glucose reading of 469 mg/dl on the contour. A nurse retested him on a different meter and the reading was 86 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Strips and a coupon for a new meter were sent to the customer.

Manufacturer narrative:
Initial reporter address and phone were not provided.